Manufacturer narrative:
Getinge became aware of a non-reportable issue with one of surgical lights - blueline 30 mobile. On (B)(6) 2023, following the service visit on site, getinge technician discovered that label was missing from the device which was considered as a risk related issue. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as the label came off, resulting in missing particles, what could be treated as technical deficiency and in this way the device contributed to the event. There is no information available whether the device was being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never led to serious injury nor death. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low for label missing. As stated by the subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks (blueline nu 0136102 en ed2b, pages 23-24, blueline nt 0136202 en ed.2c, page 10) we believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event and problem deems required due to the update of the aware date. This is based on the internal evaluation. Previous b5 describe event and problem: on 27th december, 2022 getinge became aware of an issue with one of surgical lights - blueline 30 mobile. It was stated the label come off from device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 27th december, 2022 getinge became aware of a non-reportable issue with one of surgical lights - blueline 30 mobile. On (B)(6) 2023, following the service visit on site, getinge technician discovered that label was missing from the device which was considered as a risk related issue. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. The correction of d4 catalog # field deems required. This is based on the internal evaluation. Previous d4 catalog # ard569065113c. Corrected d4 catalog # ard569050999.

Event description:
On 27th december, 2022 getinge became aware of a non-reportable issue with one of surgical lights - blueline 30 mobile. On (B)(6) 2023, following the service visit on site, getinge technician discovered that label was missing from the device which was considered as a risk related issue. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 27th december, 2022 getinge became aware of an issue with one of surgical lights - blueline 30 mobile. It was stated the label come off from device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.